Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a 35mm tear balloon wall on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(6) stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). Following the insertion of a non-bsc chronic total occlusion (cto) catheter, a 4.0mm x 220mm coyote(tm) balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.